Event description:
Spontaneous call received from patient's mother curlin moog 6000 cms, sn (B)(4), exp date 11/12/21, pump showing an error code lithium battery call provider and the pump will not turn on. Patient's mother states she changed the batteries and does not have a power cord to see if the pump will work with a power cord. Reported to (B)(6) pt/caregiver.